Event description:
The customer was taken to the hosp after having seizures in the middle of the night. Family member gave pt sugar. The hosp checked their blood glucose and the level was 30 mg/dl compared to 521 mg/dl on their blood glucose device. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.